Event description:
It was reported that during implant, the lead ¿dislodged/came out¿ despite being fixed using the torque wrench. The following day, the patient experienced a loss of stimulation sensation. Impedances were measured and electrode 0 showed a value of greater than 4,000 ohms. An x-ray taken confirmed there was no issue with the connection of the implantable neurostimulator and lead. The output was increased and the impedances were measured again. With 2v and 300 ¿sec as parameters, the resistance values were in the ¿3000¿s.¿ no additional actions or troubleshooting was taken to resolve the loss of stimulation. No health hazards to the patient were noted. No further information regarding outcome was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot# unknown, implanted: (B)(6) 2015, product type: lead. (B)(4).